Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the exp date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. If additional relevant info is received a supplemental medwatch will be filed. According to the instructions for use (IFU) contraindications: a pt who is pregnant or wants to become pregnant in the future. Pregnancy following ablation can be dangerous for both mother and fetus. (B)(4).

Event description:
It was reported that following a novasure endometrial ablation about 14 months ago (exact date unk) the pt became pregnant (date unk). The pt did not use birth control to avoid pregnancy. During her pregnancy the pt experienced complications: "preterm premature rupture of membranes (pprom) at 24 weeks, premature onset of labor (pol)", and "placenta accreta". The pt was at 32 weeks gestation and delivered "preterm" by "caesarean section" (c-section). We have been unable to obtain additional info surrounding this event.